Event description:
Case description: investigation result: name: novopen 4, batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Name: novopen 4, batch number: lvg5e93, the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Name: actrapid penfill 3 ml 100iu/ml, batch number: mr7cl20, the product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: lr7pa32, the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The product was not returned for examination. Since last submission the case has been updated with the following investigation result updated, imdrf codes added, narrative updated accordingly. 22-feb-2023: the suspected device (novopen 4, batch number lvg5e93) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 4 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia and hypoglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of actrapid. 22-feb-2023: the suspected device (novopen 4, batch number unknown) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying diabetes mellitus are significant risk factors for the development of hyperglycaemia and hypoglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of actrapid. H3 continued: evaluation summary name: novopen 4, batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Hypoglycemia [hypoglycaemia]. 2 novopen 4 were not injecting insulin [device failure]. Common cold and cough [nasopharyngitis]. Suffered from prostatic inflammation [prostatitis]. Cervical vertebrae problems with the pain increased from about 1 month [spinal pain]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "hypoglycemia(hypoglycemia)" with an unspecified onset date, "2 novopen 4 were not injecting insulin(device failure)" with an unspecified onset date, "common cold and cough(common cold)" with an unspecified onset date, "suffered from prostatic inflammation(prostatitis)" with an unspecified onset date, "cervical vertebrae problems with the pain increased from about 1 month(pain in cervical spine)" with an unspecified onset date, and concerned a 75 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used - 30 iu, qd (am), subcutaneous) (therapy dates - --/--/2022 to ongoing) from 2022 and ongoing for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 30 iu, qd (pm), subcutaneous) (therapy dates - --/--/2022 to ongoing) from 2022 and ongoing for "diabetes mellitus", patient's weight: 85 kg. The patients height was between 160 -170 cm, patient's weight: 85 kg, body mass index was not reported. Dosage regimens: actrapid penfill: 2022 to not reported (dosage regimen ongoing); mixtard 30 hm penfill: 2022 to not reported (dosage regimen ongoing); current condition: diabetes mellitus from about 35-40 years ago, cardiac problems (from about 5 years ago), hypertension (from about 30-35 years ago), parkinson in his left hand (from 2 years) historical condition: cervical vertebrae problems (from about year during using actrapid and mixtard vails) procedure: cardiac catheterization. Concomitant products included - procoralan(ivabradine hydrochloride) ongoing, inderal(propranolol hydrochloride) ongoing, isoptin [verapamil](verapamil) ongoing, sinemet(carbidopa monohydrate, levodopa) ongoing treatment included - celebrex(celecoxib), tamsulin(tamsulosin hydrochloride), urinex [norfloxacin](norfloxacin), ciprofar(ciprofloxacin hydrochloride), urosolvine [atropine sulfate;colchicine;piperazine citrate](atropine sulfate, colchicine, piperazine citrate) on an unspecified date, the patient had a problem with the pens for 3 days as two novopen 4 pens were not injecting insulin and suffered from hyperglycemia. On an unspecified date, the patient's random blood glucose levels was 450 mg/dl, the patient took then took actrapid dose with syringe, and his blood glucose level decreased gradually he suffered from sweating and increased heart beats (he mentioned that he suffered from cardiac problems). The patient thought that he suffered from hypoglycemia (at 3 am), so he drank a glass of water with a spoon of sugar and his blood glucose level went normal. The patient mentioned that he did not take enough dinner that may be led to hypoglycemia. Patient controls his insulin dose according to his blood glucose measurement and mentioned that his blood glucose was controlled during using the actrapid and mixtard vail but after he used novopen 4 from 2.5-3 months it becomes uncontrolled. It was reported that patient stayed only for one day in the hospital, used actrapid vials in there and the dose inside was 30 u. It was also reported that since an unspecified date the patient suffered from severe common cold and cough from 5-7 days. It was also reported that patient suffered from cervical vertebrae problems suffered from about a year during using actrapid and mixtard vails but the pain increased from about 1 month. It was reported that patient suffered from prostatic inflammation from about 3 or 4 days. The patient started using actrapid and mixtard penfills from 1 month and half or 2 months. From 40 years patient used vials with syringe. Batch numbers: novopen 4: lvg4b77 novopen 4: lvg5e93 actrapid penfill: mr7cl20 mixtard 30 hm penfill: lr7pa32 action taken to actrapid penfill was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "hypoglycemia(hypoglycemia)" was recovered. The outcome for the event "2 novopen 4 were not injecting insulin(device failure)" was not reported. The outcome for the event "common cold and cough(common cold)" was not yet recovered. The outcome for the event "suffered from prostatic inflammation(prostatitis)" was not recovered. The outcome for the event "cervical vertebrae problems with the pain increased from about 1 month(pain in cervical spine)" was not recovered. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: e2b linked report reference ID#: (B)(4). Reference notes: same patient reporter comment: patient mentioned that he did not take enough dinner so this may be led to hypoglycemia.